Event description:
Reporting status: serious injury. Reporting rationale: snaring of the dislodged stent from the patient. Device issue: stent dislodgement. It was reported that an attempt was made to place the 2.5 x 12 mm rx promus stent in the proximal cx, but it would not cross the lesion. When pulling the system back out, making the turn from the cs to left main, the stent dislodged from the balloon. A snare device was used to successfully remove the stent from the patient. There were no patient complications. The case was completed with a 2.5 x 15 mm promus. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. The inability to cross a lesion can be affected by numerous factors. Further, stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and/or accessory devices. There was no discrepancy observed during the product inspection prior to use. The failure to advance and the stent dislodgement appear to be related to the circumstances of the procedure and not a product quality issue.